Event description:
It was reported that the user performed an infusion set and cartridge change independently and the fill tubing remained on the screen at the time of a meal announcement, indicating an improper or incorrect procedure related to the infusion set and connector for the ilet device. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving the infusion set component, specifically related to completing the tubing fill and connection steps. The agent guided the user through a full supply change for a 23" teflon 6 mm inset, including rewind, cartridge replacement, tubing fill, set application, and cannula fill, after which insulin therapy was resumed and function appeared normal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.